Event description:
During an endoscopy procedure for fiducial placement in the pancreas, the physician used a cook echo tip ultra fiducial needle. The fiducials were difficult to deploy. The needle was slightly bent at the tip due to the elevator of the echoendoscope, and the stylet was bent slightly at the proximal end. Another echo-22-f was used and a fiducial was successfully placed. A section of the device did not remain inside the pt¿s body. The patient did not require any add¿l procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.